Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter was found "sheared" before use when removing it from the packaging. The following information was provided by the initial reporter: "fyi we found that this IV came out of the package with the tip already sheared. I thought I would send you the screen shot with the lot number in case someone else reports the same. We started tons of ivs today and this was the only one so far."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 0111317, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the catheter tip was bent. It appeared that the needle tip had pierced through the catheter tubing causing the catheter to bent. Based off the provided photo the engineer was able to verify the reported issue of needle through catheter. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. See h.10.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter was found "sheared" before use when removing it from the packaging. The following information was provided by the initial reporter: "fyi ¿ we found that this IV came out of the package with the tip already sheared¿..I thought I would send you the screenshot with the lot number in case someone else reports the same. We started tons of ivs today and this was the only one so far."